Event description:
The patient was treated for an occlusion of the m1 segment of the mca and ica supraclinoid 7.75 hours from symptom onset. The physician noted that the tactile feel of the clot was so hard a wire had trouble crossing it. First a stainless steel separator was used and kinked in the clot after about 5-10 minutes of aspiration. The physician then used the separator flex 054 and noted that it worked well and did not kink after over 20 minutes of aspiration.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: device malfunction is a potential adverse event with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The report of these events came from physician evaluations for the penumbra system separator flex.